Manufacturer narrative:
A review of the manufacturing records for the devices is being conducted. The explanted devices are being returned to gore and a histological analysis will be performed. Images are being provided to gore and an imaging evaluation will be performed. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent re-intervention for treatment of a type ii endoleak and three gore® excluder® aaa endoprosthesis featuring c3® delivery system were implanted to re-line the previous devices. The aneurysm at this time measured 90mm in diameter. The patient tolerated the procedure. On (B)(6) 2015, the patient was converted to open surgical repair and all devices were explanted and a resection of the abdominal aortic aneurysm with a dacron prosthesis was performed along with a thrombectomy of the left leg. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts additional device related: pxl161407/9191681.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to; endoleak.(B)(4)

Manufacturer narrative:
Additional device related to this event: pxc161000/9722524.